Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly and reservoir leaks. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated that after few hours air bubbles occurred in reservoir on o-rings and high blood glucose, customer had to use back up plan. The customer reported that reservoir is wet after remove from the pump. The customer was not able to perform high pressure test during call and advised to call back. The customer agreed to replace the reservoirs.